Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01772. This report is being submitted as additional information. Approximate age of device- 1 year (calculated from the date of manufacture). Manufacturer's investigation conclusion: the reported event of no external power event was confirmed through the analysis of the submitted log files. The system controller log file captured a no external power event and associated alarms on (B)(6) 2017. During this event the system controller supported the pump at the set speed while being powered by the internal backup battery, as designed. Once the power was restored to the mpu, all the associated alarms cleared. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. The mpu used at the time of the reported event was not returned for analysis. As a result, the root cause of the ac power loss to the mpu could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2016. It was reported that during log file review by the manufacturer¿s product analysis engineer, a no external power alarm was observed. This occurred on (B)(6) 2017 at 7:35 and appeared to be caused by a loss of ac power while on mobile power unit (mpu) support. Additional information was requested, but was not provided.